Manufacturer narrative:
Date sent to the FDA: 08/29/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/21/2022. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced pain following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2007. (B)(4) submitted for adverse event which occurred on (B)(6) 2007.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent partial removal surgery and release of adhesions on (B)(6) 2007. It was reported that the patient underwent removal surgery and right inguinal hernia repair surgery on (B)(6) 2007 during which the surgeon noted he removed the mesh due to significant adhesions and a stricture in the mesh around the spermatic cord. The mesh was found balled up and the preperitoneal space was removed in total. It was reported that the patient experienced an unknown event. No additional information was provided.